Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated mount damaged the implant connection. Doctor place another implant during the same procedure.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with a mating implant mount. The collar and threads of the implant show significant signs of tool damaged, and the drive feature is confirmed to be damaged. The mount is similarly damaged at the external hex engagement surface. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant and mount were damaged during use. Part was functionally tested. The implant and mount would not assemble at the external hex correctly. The parts were also individually tested with house parts. It was discovered that the returned implant was too badly damaged to assemble with a house external hex device, and that the returned mount was too badly damaged to assemble with a mating external hex implant. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined. The following sections were updated: UDI: (B)(4).